Manufacturer narrative:
Due diligence has been performed for this event with customer providing available information. Reprocessing information for the device: the device was cleaned, disinfected, and sterilized before requesting repair. Reprocessing done by oer-4.presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to nozzle clogging, amount of water contact does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; connecting tube has corrosion; due to a scratch on objective lens, the image has dark area partially; objective lens has discoloration; suction cylinder is shaved; universal cord is dirty; and distal end cover (c-cover), scope cover unit, scope connector, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and switch (sw) sw2 have a scratch. The user¿s complaint of inadequate air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of inadequate air/water supply issue occurring during a routine diagnostic procedure. The procedure completed with another similar device with a delay of approximately two minutes. No harm or adverse impact on patient and no impact on the procedure. Device was inspected prior to use. There is no harm or adverse impact to patient and no impact on the outcome of the procedure. Upon evaluation of the returned device, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to nozzle clogging, amount of water contact does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material clogging the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material adhering inside the air/water nozzle, not being completely removed due to incorrect reprocessing, and then clogging the nozzle. Olympus will continue to monitor field performance for this device. It was not possible to further presume the cause of the material entering into the nozzle since detailed information on handling of the device was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.